Event description:
It was reported that on an unknown date, a thread guide wire was inserted and was the wrong size. The trocar point broke inside the insertion guide. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did malfunction during surgery while being used on patient. No further information is available at this time. This report is for an unknown trocar. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not an implant/explant. Additional eval: the item was received broken off inside the insertion guide. The customer reported the item was broken inside the insertion guide. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on march 25, 2014. The service history review states that the item was received broken. No service history review can be performed because the part number is unknown. The manufacture date is unknown. (B)(4)

Manufacturer narrative:
Device used for treatment and not diagnosis. This report is for an unknown trocar. Device is an instrument and is not an implant/explant. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part was provided. At this time part and lot# are unknown. This unknown part was added to the complaint after clinician review. Placeholder.

Manufacturer narrative:
(B)(4)